Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#1627487-2018-03747, reference MFR report#1627487-2018-04762. It was reported that patient experienced infection at the lead site. Cultures were positive for infection. Reportedly, the lead incision site was cleaned and drained . As a result, surgical intervention may be undertaken wherein the physician decided to fully explant the scs system based on infection and implant again when healing has occurred.

Event description:
Device 3 of 4. Reference MFR report#1627487-2018-03747, reference MFR report#1627487-2018-04762, reference MFR report#1627487-2018-04774. Additional information identified the ipg pocket was infected with pus visible. Also, the patient complained the midline incision was draining for a few months. As a result, the physician decided to explant the scs system. The physician may re-implant once the patient is healed.